Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: in (B)(6) 2019, this patient developed stanford type b aortic dissection, and she had been followed up since then. On (B)(6) 2021, the patient visited the reporting hospital and complained about back pain which had persisted for 3 days. An aortic arch aneurysm which spread over the descending aorta was revealed to be rapidly enlarging, and semi-emergency thoracic endovascular aortic repair was indicated. On the same day, the patient underwent an endovascular treatment for the aortic arch aneurysm using gore® tag® conformable thoracic stent grafts with active control system (ctag-acs) and a gore® dryseal flex introducer sheath (dsf). Two ctag-acs (proximal tgmr404020j, distal tgm343415j) were successfully implanted, but a minor type ia endoleak was noted. No additional treatment was performed for the endoleak. An angiography for the access site showed a rupture of the left external iliac artery. Decreased blood pressure was noted as well. The dsf was immediately inserted again. A contralateral leg (plc121000j) was placed at the ruptured site, and blood transfusion was given. The patient tolerated the procedure. The reporting physician commented as follows: when advancing or withdrawing the dsf, no resistance was felt at all.